Manufacturer narrative:
The complaint of leakage on the 140159291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history (DHR) for lot 13547490 was reviewed and no nonconformities were found that would have led to the reported complaint. Updated information in d9.

Manufacturer narrative:
Additional information in b5.

Event description:
Additional information received from the customer stating there were no cracks or holes noted on any set before use.

Event description:
The event involved a plum set where it was reported 4 hours into treatment the line leaked. 3-hour paclitaxel administered and flushed, then carboplatin commenced for approximately 5 minutes when line noted to be leaking at filter. Needed to hang a new line. The event was noted during use on patient. Saline was also used during the event. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, there was a delay in therapy, and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.